Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory was not bent at the distal tip. A .342 gage pin fits through the inner diameter. There is a small step at the bowl/tube interface. The step is located on half of the inner diameter. The step has the potential to cause scraping in certain loading condition. No other damage found. This site has returned an instrument with a damaged main tube. See MDR# 2955842-2007-00160.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00340, #2955842-2007-00342, #2955842-2007-00343.